Event description:
The medical center reported the variable stiffness adustment knob became stuck in position during a procedure. The scope was removed and the pt was re-colonoscoped. There was no allegation of harm.